Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while off the ilet and using multiple daily injections, with a glucometer value of 487 mg/dl, and insulin delivery on the ilet was later confirmed as resumed. Symptoms included elevated blood glucose readings without reported acute distress. Outcomes included evaluation at a clinic where the user received intravenous fluids and antibiotics for a urinary tract infection. Investigation included confirmation of insulin delivery status and user education on troubleshooting and seeking urgent care. Investigation of this case revealed that concurrent illness was a likely contributor to hyperglycemia, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to confounding illness and off-device therapy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.